Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the waveguide was found to be broken. Functionally, using a test lab generator and battery, the assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. It was reported that the device broke prior to use. An associated device issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur when the titanium waveguide may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device bottom jaw was broken. There was no patient involvement.